Event description:
It was reported that the device was explanted at implant due to sizing. Reported the surgeon felt that the valve looked too large for the patient; however, he wanted to try it because he wanted the lower profile height. It was reported that the device was sewn in; but did not like how it looked in the patient as was subsequently removed. Reportedly, damage to the device occurred due to squeezing of the device by the surgeon with his fingers, when he demonstrated what occurred during the procedure.

Manufacturer narrative:
Device not returned.